Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient present with an inflatable penile prosthesis (ipp) that was no longer working. Surgical intervention was performed to replace the ipp. A fluid leak was identified in the right cylinder tubing. A new ipp was implanted. There were no patient complications reported.